Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer mistakenly delivered an extended bolus instead of a standard bolus. Tandem technical support (cts) guided the customer through cancelling the bolus. Contact delivered the remaining bolus amount as a standard bolus. Cts found that contact delivered an incorrect remaining bolus amount. Reportedly, the contact addressed the additional insulin delivered to the customer. Customer's blood glucose level was 226 mg/dl.